Event description:
A 2.0 balloon was used in a calcified lesion in the left posterior descending artery at the 1st marginal. The balloon burst at 7 atm in the calcified lesion. Procedure was finished with a 2.5 balloon. No pt complications or intervention reported. Upon evaluation of returned product, the balloon rupture was found to be a jetstream-type leak.